Event description:
It was reported that multiple cartridges were leaking from the cartridge tubing. Customer ultimately loaded a new cartridge to address the issue. The customer's blood glucose level ranged from 291-292 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.